Manufacturer narrative:
Eval summary: the analysis results found that the device was returned with the firing mechanism damaged and with no cartridge present. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found damaged, no functional test was performed. No conclusion could be reached as to what may have caused the reported incident, as there was no cartridge returned for analysis.

Event description:
It was reported that during a bariatric procedure, the device locked out on the sixth firing and was difficult to open. No further info is available. There was no adverse pt consequence.